Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right ventricular assist device (rvad) implanted on (B)(6) 2022, two days after lvad implant. Additional information was received that the patient was placed on temporary right ventricular (rv) support and venoarterial extracorporeal membrane oxygenation va emo) preoperatively with a plan for heartmate (hm) 3 and possible duo for rv support. Post operatively, the rv initially responded to inotropes but then hemodynamics declined requiring rvad. It was communicated that device related issues did not cause or contribute the right heart failure. The rvad was subsequently weaned and removed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.